Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an that following an intraocular lens (iol) implant procedure, patient experienced blurry vision. Clinical reason was mentioned as refractive error. The iol was exchanged for another lens model following the initial implant procedure. Additional information was requested.

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but two diopters less power and from a non-toric lens to toric lens indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).